Event description:
It has been reported to philips that the system will not boot. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. Upon further inspection, fse found that the host pc was defective. Initially the fse replaced the host pc and programmed new license, but it did not resolve the issue. On a later date, the fse replaced the host pc drive and reloaded the software from scratch. After replacement of the host pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.